Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a carotid artery angioplasty with stenting procedure using a 6f sheath. Reportedly, during the pre-implantation of the proglide, excessive force was applied during step number 3 (removing needles) and swelling of the groin was immediately noticed at the puncture. Angiographic control revealed a laceration of the vessel, which was then resolved and hemostasis achieved with prolonged manual compression. The original procedure was aborted and rescheduled. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported retraction problem to remove could not be confirmed as the conditions were related to the circumstances of the procedure and cannot be replicated in a test environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Reportedly, the physician had trouble when attempting to remove the plunger from the patient anatomy and used force to remove it. It should be noted that the electronic perclose proglide instructions for use (eifu), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unlikely the IFU violation contributed to the reported difficulty to remove the device. The cause of the reported difficulty cannot be determined. The subsequent treatment appears to be related to the circumstances of the procedure. Based on the information reviewed, it is possible there was suture snag with anatomy however this cannot be confirmed. Additionally, there were no abnormalities noted with the returned device. There was no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.